Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-09945 and 2134265-2017-09867. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. The target lesion was located in the left heart. During left heart catheterization, the physician loaded the sled and the opticross imaging catheter to the motor drive unit, which was then inserted inside the patient's body. However, during the point when the physician wanted the sled to perform the pullback. Thus, automatic pullback failed. The procedure was completed using a new pullback sled. No patient complications were reported and the patient's status was fine.